Manufacturer narrative:
(B) (4) -operator not trained, incorrect anatomy. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: device operates differently than expected -hemostasis. Time of device issue: during vessel closure. Adverse event (ae): failure to achieve hemostasis, retroperitoneal bleed, death. Time of ae: during the procedure. It was reported that a physician untrained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, after suture deployment, bleeding continued. Manual compression was applied to achieve hemostasis. A CT scan revealed a "minor leak". A vascular surgeon consultation was requested; however, ten hours after arteriotomy closure, the pt expired from a retroperitoneal bleed. Though requested, no add'l info was provided.